Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows: date: 2008; inratio: 1.2; lab: 1.8. Date: 2008; inratio: 3.4; lab: 3.8.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.2; lab: 1.8; mean: 1.5; confident limits: 1.1-1.9. Date: 2008; inratio: 3.4; lab: 3.8; mean: 3.6; confident limits: 2.2-5.3. As per internal procedure the inratio and lab values are within the confident limits. The product will not investigate.